Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("removal was performed: at the patient's request") in a (B)(6) female patient who had essure (batch no. B42241, b44012) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and parity 2 (2 vaginal deliveries). Concurrent conditions included fibromyalgia and overweight (bmi 28). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered fibromyalgia to be unrelated to essure. The reporter commented: fibromyalgia was reported by reporter as concomitant condition. Removal was performed on patient's request. No follow up was available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Further company follow-up with the gynecologist is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("removal was performed: at the patient's request") in a (B)(6) year-old female patient who had essure (batch no. B42241/ b44012) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and parity 2 (2 vaginal deliveries). Concurrent conditions included fibromyalgia and overweight (bmi 28). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered fibromyalgia to be unrelated to essure. The reporter commented: fibromyalgia was reported by reporter as concomitant condition. Removal was performed on patient's request. No follow up was available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-mar-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 802 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.